Event description:
A customer reported observing air bubbles in the tubing of an unknown administration set. Patient involvement was not reported and there was no indication of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This issue involved a clearlink continu-flo solution set and a sigma infusion pump. The customer also clarified that both the primary and secondary IV lines were stated to have micro bubbles in the tubing. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.